Event description:
Information was received indicating that this smiths medical cadd solis vip failed the psi test (44, 38, 41 psi). No adverse effects reported.

Manufacturer narrative:
Other, other text: b5: additional information received and attached from customer via email dated 06-oct-2021: the event occurred during bench test at the testing facility. There was no patient involvement. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing. The customer stated problem was duplicated. Device failed the occlusion high pressure test (psi test), high pressure tripping point. Dso (downstream occlusion sensor) and uso (upstream occlusion sensor) were not operating as intended and were replaced. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.